Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the study had multiple exclusions due to high ph. A repeat procedure was performed on a different day. The recorder and work station software worked correctly during the previous procedure. There was no patient and user harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the study had multiple exclusions due to high ph. A repeat procedure was necessary. The recorder and work station software worked correctly during the previous procedure. There was no patient and user harm.